Manufacturer narrative:
Distributor information: (B)(4). Exemption number, e2014005. (B)(4).

Event description:
The complaint was reported by a customer from (B)(6): delivery issue.

Manufacturer narrative:
G.1 distributor information: ICU medical, inc. Us service center (B)(4). Exemption number, e2014005 q core medical ltd (manufacturer) is submitting the report on behalf of ICU medical.

Event description:
The complaint was reported by a customer from USA: delivery issue.